Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively determined. Additional information from the vad coordinator revealed that the cause for the power fault alarms was not identified. The alarms were cleared by the vad coordinator and they did not reoccur. The patient¿s condition was stable. The controller event log file captured pwr a broken fault on (B)(6) 2021 17:35:40 through 17:35:45. During this time a driveline power fault alarm was triggered. The pump power, voltage, and speed values remained normal. An additional 27 driveline power fault alarms were triggered on (B)(6) 2021. It appeared the alarms were triggered when the patient was changing power sources. A cause for the driveline power fault could not be identified through this evaluation. The controller periodic and lvad event and periodic log files did not capture any alarms or faults and revealed the device operated as intended. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 6 instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline. The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced power fault alarms on (B)(6) 2021 and (B)(6) 2021. The patient was asymptomatic, however was nervous. The ventricular assist device (vad) coordinator cleared the alarms. The patient was noted to have rescue tape on their modular cable, however no other obvious damage was noted. The patient had previously had their modular cable exchanged on (B)(6) 2020.